Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir alarm noted. Insulin pump passed no delivery test. No excessive no delivery alarm noted. Insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Insulin pump had a broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and missing end cap sticker.

Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was also reported that the insulin pump alarmed motor error . Customer's blood glucose reading was 450 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.